Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
(B)(4), reported: "volun (B)(4) 2014: had my knees replaced (right one on (B)(6) 2011 and second one, on (B)(6) 2011) using stryker shape match cutting guide. Now, almost 2 years later, having severe pain in my left knee. Seeing my surgeon's assistant tomorrow to see what is going on (B)(6) 2014). I cannot walk, bend my knee without pain. Went through all of this twice already, first time the right, with surgery, recovery and therapy and then the left. I am tired of pain."

Manufacturer narrative:
An event regarding severe pain in the left knee involving a triathlon cs insert was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿the pi as submitted although with limited data does not appear to be related to the use of shape match cutting guides or the triathlon implant. While this case was within the scope of product recall regulatory action 2012-171, this pi was not felt to be related to the shapematch cutting jigs.¿ device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the reported pain could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. The following other devices were also listed in this report: triathlon prim tib baseplate - cemented; cat # 5520-b-600; lot # fiyw; triathlon asymmetric x3 patella; cat # 5551-g-381; lot # p554; triathlon cr fem comp #5 l-cem; cat # 5510f501; lot # s4k3a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.

Event description:
Maude report, (B)(4), reported: "volun 08-jan-2014: had my knees replaced (right one on (B)(6) 2011 and second one, on (B)(6) 2011) using stryker shape match cutting guide. Now, almost 2 years later, having severe pain in my left knee. Seeing my surgeon's assistant tomorrow to see what is going on (B)(6) 2014). I cannot walk, bend my knee without pain. Went through all of this twice already, first time the right, with surgery, recovery and therapy and then the left. I am tired of pain."